Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The heartware ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. Sepsis is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. Worsening heart failure is a potential event that may be associated with use of the product. The IFU and patient manuel provides guidelines on management of worsening heart failure. Patients who receive vads may develop severe refractory heart failure. Worsening heart failure is primarily mitigated by surgical and medical management. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
A report was received that the patient was found to be fluid overloaded and lethargic during clinic appointment on (B)(6) 2017. Of note, at the acute rehab center the patient had recently been diagnosed with bacteremia and a urinary tract infection (uti) in which she was being treated with vancomycin and ceftriaxone. The patient was admitted directly from clinic. Blood cultures drawn on admission came back negative. A transesophageal echocardiography (tee) performed on (B)(6) 2017 showed a thickened aortic valve (av), "which is likely degenerative, but endocarditis is unable to be ruled out." Due to the possibility, the patient was started on a 6-week course of intravenous (IV) cefazolin per transplant infectious disease (ID). To treat the fluid overload, the patient was started on bumex 2 mg IV twice daily (bid) and was then transitioned back to her home diuretic dose of bumex 3 mg po bid on (B)(6) 2017. At that time she was euvolemic. Also during the admission the patient required two units of packed red blood cells (prbcs) for slowly down trending hemoglobin. However, there were no signs and symptoms of gastrointestinal (gi) bleed so no interventions were performed. Of note, the patient was therapeutic on anticoagulation. She was on warfarin and aspirin (asa) 325 mg. Her international normalized ratio (inr) was 2.1 (goal: 2-3). Since the patient was doing well with therapy, she was discharged home instead of back to rehab center on (B)(6) 2017. The patient was seen in clinic on (B)(6) 2017 and is doing great with no signs of fluid overload. The medical team does not believe the event was device or procedure-related.

Manufacturer narrative:
(B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. Though a root cause of the reported event cannot be conclusively determined, clinical factors that may have contributed are multifactorial and may be attributed to medical treatment, progression of disease, and patient comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.